Event description:
A female pt was treated for a root canal procedure on tooth 24. While the dentist was working on the pt's tooth, the dental file broke, and the broken piece stayed inside the tooth. During removal process, the pt's bone had to be opened, and the root of the tooth had to be removed.